Event description:
--

Event description:
Boston scientific received information that this right ventricular lead exhibited pauses in pacing of less than 2 seconds due to atrial cross talk being seen on the ventricular channel. The sensitivity was decreased alleviating the issue. However two days later this product was part of a system revision due to infection. There were no additional adverse effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual observation confirmed that the lead was returned severed 489mm from the terminal pin, only the proximal segment was returned. There were setscrew marks noted on this returned lead segment. This damage was determined to be procedurally induced.